Event description:
It was reported that a 32mm amplatzer occluder was selected for implant on (B)(6) 2022. During deployment of the device, the left disc deployed in a cobra formation. The physician tried 3-5 times deploying the device but couldn't succeed due to cobra formation each time. The physician removed the device messaged it and tried deploying again but couldn't succeed due cobra formation. There was an interaction with atrial structures during deployment. A non abbott device was used to complete the procedure. Patient stable, no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported event of deformity of device could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, artmt600034288 rev. C, "caution: do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure (such as svc, pv, mv, cs, ao). Advance the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure